Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation. Imdrf code a010402 captures the reportable event of migration . Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an orbera 365 balloon was implanted (B)(6) 2023. On (B)(6) 2024, the patient presented with abdominal pain. A gastroscopy procedure was performed, as well as x-rays, which confirmed that the balloon was not in the stomach or duodenum. It was reported that the balloon passed from the patient. Patient condition was confirmed as stable.